Manufacturer narrative:
Per the instructions for use, valve embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, the cause of the aortic embolization was a combination of patient and procedural factors (i.e. Inadequate drop in patient¿s pressure due to competing ppm and tpm). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported per the edwards field clinical specialist (fcs), during a transapical tavr procedure, the valve embolized aortic. The valve was positioned 50/50. Pacing began pressure was ranging from 50-60mmhg, the valve was being expanded by the balloon and as soon as the balloon was deflated the valve shot aortic. The patient remained stable the entire time, wire remained in position, the valve was pulled back in the descending aorta and a second valve was placed in the aortic annulus with no problems. The first valve was pulled all the way back in the descending aorta past the renal arteries and became lodged. They were unable to crush or balloon the valve in the descending aorta due to the position of the valve. A vascular surgeon was called and the patient had a midline laparotomy to remove the first valve. The team tried to snare the valve and pull it back into the ascending aorta; however the patient was very tiny and had a lot of calcium. In the process of pulling the valve back, the valve¿s shape became disfigured, and began to turn vertical. The team was unable to get a bav into the position to deploy it in the aorta. It was decided the safest choice was the surgically remove the valve, to avoid thrombosis. The case was reviewed, and it was noted that that the valve embolized because the patient¿s pressure would not drop. The patient had a permanent pacemaker (ppm) already in place, but the team also inserted a temporary pacemaker (tpm). During the procedure, the ppm and the tpm seemed to be ¿competing¿ in the way that when the team thought they had capture and the pressure was low enough, the ppm would bring the pressure back up. The patient¿s pressure would not drop below 50s. It was also noted that the tpm had perforated the ventricle.